Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer's current blood glucose is 458 mg/dl. The customer¿s other blood glucose was 300 mg/dl. The customer experienced nausea due to high blood glucose. The customer treated high blood glucose value with insulin injection. The customer reported that the insulin pump had flow block alarm. Customer stated the insulin exited. Customer stated the cannula was bent. The insulin pump will not be returned for analysis.